Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 523 mg/dl, 305 mg/dl, 240 mg/dl, and 265 mg/dl. Customer ate 7 grapes and some cantaloupe five minutes prior to obtaining the results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.